Manufacturer narrative:
This event was reported to the manufacturer through the (B)(6) registry. The site reported as no device relation, procedure related. The manufacturer requested the internal clinical review of this event which assessed related to procedure, unknown if related to device. The complete manufacturing and material records for the perceval sutureless heart valve, model # pvs27, s/n (B)(4), were retrieved and reviewed by quality control at livanova. The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model: pvs27) perceval sutureless heart valve at the time of manufacture and release. Conduction disorders are common in patients with aortic valve diseases. As a result, it is common for patients to receive a permanent pacemaker implantation after aortic valve replacement. Risk factors include preexisting conducting disease and preoperative aortic regurgitation. (Dawkins et al., 2008). Without information on the preexisting condition in the patient, the root cause of this issue cannot be determined. Please note that this event occurred in (B)(6) and the device is manufactured at our sister site - sorin group (B)(4). It therefore does not have a UDI# as perceval sutureless aortic heart valves manufactured at our sister site are not sold in USA. Device not explanted.

Event description:
The manufacturer was notified through the (B)(6) registry nov 17, 2017 of the following event: on (B)(6) 2017 a perceval size27mm was implanted via full sternotomy. Concomitant procedure was performed- CABG. Post dilation ballooning was performed max pressure 4atm. On (B)(6) 2017 the patient experienced arrhythmia and conduction disorders, av block iii 5 days from device implant. A pacemaker was implanted on (B)(6) 2017, the event was resolved.